Event description:
A us distributor contacted zoll to report that a patient developed an open wound rash under the lifevest equipment. Patient described the area as open and seeping green puss. There was no alleged device malfunction contributing to the open wound. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.